Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the pt bedside monitor did not alert the user via alarm when a configured alarm limit was exceeded. No pt harm was reported. The biomedical engineer looked at the alarm review and all four alarm conditions for this pt, the alarm review showed that alarms were presented by the monitor. There was no malfunction. No further investigation or action is warranted.

Event description:
The reported description of this complaint notes that the pt bedside monitor did not alert the user via alarm when a configured alarm limit was exceeded. No pt harm was reported.